Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026 product ID l-evolutfx-2329 (lot: 0013164040); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve implantation using the transcatheter aortic valve with the associated loading system and delivery system, computed tomography measurements were performed and a 29 millimeter (mm) valve was selected and loaded. The delivery system with the valve was placed into an 18 french introducer and advanced in the aorta over a non-medtronic guidewire. During advancement across an acute aortic arch, the delivery system was positioned on the outer curve of the aortic arch, and when the physician pushed to advance and cross the arch, the patient developed loss of pressure with hemodynamic collapse/hypotension. The physician advanced the valve to the annulus and implanted it quickly. The patient did not regain pressure, and angiography of the aortic arch confirmed rupture of the aortic arch. The patient died.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the aortic arch rupture was due the anatomy of the arch. The delivery catheter system had difficulty advancing due to calcification. Additionally, it was reported that the delivery catheter system contributed to the rupture because it pulled calcium during advancement. Per the physician, the sheath and non-medtronic guidewire did not contribute to the rupture. The cause of death was the rupture of the aortic arch.